Manufacturer narrative:
The device was received by nuvasive where the complaint was not confirmed cracked but rather completely fractured with material separation. Examination found severe damage to all three screw ports holes consistent with screw or instrument off centered approach and or excessive angulation and force suggesting the damage was technique related and could be the consequence of anatomical challenges. The fracture off material was not returned and it is unknown if it was left in-situ. No additional information was provided and no additional investigation can be completed. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "All components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. Careful attention to osteophyte removal enables optimal implant placement." "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used."

Event description:
Initially, it was reported the cage cracked intraoperatively while impacting into the disc space. There was no patient injury or adverse impact. Upon evaluation by the manufacturer of the returned cage, it was found portions of the cage were fractured off.